Manufacturer narrative:
H10: as the lot number for the device was not provided, a lot history review could not be performed. The device was returned to the manufacturer for evaluation. The investigation is confirmed for foreign material and unconfirmed for the calibration issue. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ecp0110gv biopsy instrument experienced calibration failure and foreign material. This information was received from one source. The one reported malfunction did not involve a patient. The age and weight of the female patient was not provided.

Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation. The investigation is confirmed for foreign material and unconfirmed for the calibration issue. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ecp0110gv biopsy instrument experienced calibration failure and had foreign material. This information was received from one source. The one reported malfunction did not involve a patient. The age and weight of the female patient was not provided.